Event description:
Patient reported the infusion set to the infusion device has a defect. Patient stated the "plastic end that attaches to the pump snapped in 2 whilst being worn last week." Attempts to follow up with patient have been unsuccessful. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion - the complaint cannot be verified due to mishandling of the product by the customer. Result a visual inspection and a test for connector were performed on the returned used transfer set. Luer lock was broken (at the middle) the other half of the connector was not returned. This crack was caused by excessive force. Without the batch number a more detailed analysis is unfortunately not possible. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
There is no information that patient was asked for the lot number and expiration date. This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.